Event description:
It was reported that at the pre implant helix test more than 30 turns were necessary to extend the helix. In addition the entire helix came out directly. Lead has not been used in patient. Another lead was successfully implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that at the pre-implant helix test more than 30 turns were necessary to extend the helix. In addition the entire helix came out directly. The lead has not been used in patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Helix was returned retracted.